Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath and observed air inflow into the hub. Immediately after the start of the procedure, air inflow into the hub was confirmed with octaray catheter inserted first in the vizigo sheath. Timing was within 5 minutes after inserting the catheter into the sheath. Performed air removal and continued the procedure. After that, replaced between octaray catheter, varipulse catheter, octaray catheter, varipulse catheter, and octaray catheter. Each time, the procedure was continued while carefully checking for air. Performed air removal as necessary. No patient consequence reported. Additional information was received on 15-may-2025. Air was not introduced into the patient. No medical intervention required. The patient did not exhibit any neurological symptoms since the procedure was completed. Additional information was received on (B)(6) 2025. The jll/nrg transseptal needle was used. The air contamination of the vizigo was confirmed before the insertion of the needle into the vizigo.

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath and observed air inflow into the hub. The device evaluation details. The device was returned to johnson & johnson medtech (j&j) for evaluation on 11-jun-2025. Visual inspection, back pressure test, and microscopic examination of the returned device were performed following j&j procedures. Visual analysis of the returned sample revealed that no damage was observed. Microscopic examination of the hemostatic valve surface does not show stress marks on the outer diameter. A back pressure test was performed, and no issues were observed. A device history record was performed, and no internal actions related to the reported complaint were identified. Since no leakage, bubbles, or air were observed; the complaint was not confirmed. The leak issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulates. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).